Event description:
A patient with a history of diabetes and epilepsy experienced an under-delivery of feeding. After the patient received her insulin, the pump was set to deliver 700 ml of feeding at 65 ml per hour beginning at 21:30. The pump was noted to dleiver the feeding normally at that tiem. At 2;00 the patoent was found to be having a seizure. There was no report medical intervention. When the pump was checkd at 8:00 it was noted that the feeding container was nearly full although the pump inidcated that 685 ml had not been delivered. Following this incident, the patient experienced severe abdominal pain. The caregiver also reported that the pump had previously alarmed "low battery" even though the pump was fully charged. It was reported that there was no relationship between the seizure and the under-delivery, as the patient's seizure activity is not unusual and is not well controlled by her medication. No medical intervention was given for the seizure. The patient was taken to the physician for the abdominal pain after 3 days. It was reported that the stomach was inflamed as a result of the lack of feeding. No speciifc medical intervention was reported. The pump will be returned to the service center for testing.